Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not yet available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The faradrive steerable sheath was selected for use during the pulse field ablation (pfa) procedure to treat atrial fibrillation (a fib). It was reported that air bubbles were continuously present. The catheter was removed from the sheath, flushed, and catheter was reinserted, but air bubbles continued to appear. The sheath was replaced, and procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.